Event description:
The customer called ascensia customer service to seek assistance with her contour® next one meter. During the troubleshooting, it was found that one the customer's blood glucose readings was not stored in the meter's memory. The customer was experiencing symptoms of hyperglycemia, however, did not receive any treatment. There was no allegation of an adverse event. The device is not expected to be returned for evaluation.

Manufacturer narrative:
The patient/family (a1) was the initial reporter (e1), so personal information was not entered. No information was captured in sections a2 and a4 as the customer's age and weight were not provided. The contour® next one meter does not have an expiration date. Therefore, no information was captured in section d4 (expiration date). The warranty period of the meter is 5 years from the date of the original purchase. The customer requested follow-up call. Despite three follow-up attempts, the customer could not be reached. Therefore, the device is not expected to be returned for evaluation and a replacement meter kit could not be offered to the customer.

Manufacturer narrative:
Despite three follow-up attempts, the customer did not return the device for evaluation. Therefore, a device history record was reviewed for the suspected contour® next one meter with serial # (B)(6), and no manufacturing anomalies were found. As per the initial report, the device manufacture date for contour® next one with serial # (B)(6) was captured as 28-jul-2022. The correct device manufacture date is 02-apr-2024. Section h4 has been updated with this information.